Event description:
The pt had an occlusion warning on the screen but there was no alarm. They had rebooted the pump, replaced the batteries, and checked the pump. There was no sound. The pump appeared to be operating, just not sounding.